Manufacturer narrative:
The case description states the user's controller does not hold charge and gets too hot to touch while charging. It also states the controller will charge to 37% and not charge any further. Debris was observed in the charging port. The controller was returned with no charge and could not initially power on with its own power. The controller was plugged in and allowed to charge to 100%. The controller reached full charge in an hour. The controller was not felt to heat up while charging. The controller was able to charge, turn on, and boot up with no issues. The engineering logs from the date of occurrence were overwritten due to continued use of the system. The available logs showed the last time the controller was plugged in was on (B)(6) 2025 at 23% and was charged to full battery before being unplugged. However, without information from the date of occurrence, it could not be determined if the battery was able to hold charge or if it was heating up during charging. The exact cause of the reported event could not be determined.

Event description:
It has been reported that the patient's omnipod 5 personal diabetes manager has overheated and is unable to hold a charge. The patient verified that they used a charging cord provided by insulet. The device has since been replaced.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the cause of the reported thermal event. The reported device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - operating system: n5004l-am-q-mv01602-06-01.06. Cloud - hardware: n5004l. Cloud - cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.